Event description:
It was reported that upon interrogation prior to implant, the device was found to be in backup vvi. The device was still in the box and not used.

Manufacturer narrative:
(B)(4). The reported backup vvi was confirmed in the laboratory and was believed to be due to exposure to cold temperature.